Event description:
It was reported that during an unk procedure, the device produced an incomplete staple line and the handle was hard to close. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.